Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the 1 patient had incorrect information in 1 device. A technical support specialist (tss) had dialed into the server, checked the patient details in the server, and they looked correct as the customer had stated. Tss had checked the station ms synchronization status and found that the station was synchronized to the server. While tss was checking this issue, a message was received from the customer that glitch in the hl7 interface when a number was changed the issue had been resolved. The customer proceeded to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient information was incorrect in one device, but pyxis server was correct. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.